Manufacturer narrative:
Additional information added to h3, h6, and h10 h10: the actual device was not received; however, photographs of the extracorporeal circuit were provided for evaluation. The returned photographs were reviewed, and it was noted air ingress into the circuit. The air originated from the pre-blood-pump infusion line and was injected into the arterial patient line. The photographs demonstrated air bubbles passed through the blood pump, entered the dialyzer, causing formation of foam at the top of the dialyzer. Also, the deaeration chamber, downstream the dialyzer was full of foam. However, this chamber was effective in preventing air entering the return line. One photo showed very small bubbles in the return line. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an internal air leak was observed in an unknown prismaflex set. During continuous renal replacement therapy ¿air was pulled through the access line from the patient and air got past the return line clamp¿. Therapy was terminated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.